Manufacturer narrative:
Blocks f10 and h6: problem code 2907captures the reportable event of dart detachment. Correction to block g1: manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical. 2301 centennial boulevard. Jefferson in, 47130 USA. An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was being used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, during the first deployment of the device on the patient's right side, the dart did not penetrate the tissue. Subsequently, the physician pulled the device out and it was noted that the dart broke off. The detached piece was left inside the patient. Reportedly, the suture was not tensioned and was left free hanging. The procedure was completed with another uphold lite w/ capio slim. There was no known impact or consequence to the patient. The patient's condition after the procedure as reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was being used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, during the first deployment of the device on the patient's right side, the dart did not penetrate the tissue. Subsequently, the physician pulled the device out and it was noted that the dart broke off. The detached piece was left inside the patient. Reportedly, the suture was not tensioned and was left free hanging. The procedure was completed with another uphold lite w/ capio slim. There was no known impact or consequence to the patient. The patient's condition after the procedure as reported to be stable.